Manufacturer narrative:
Pentax medical apac responded via email on 18-apr-2024 with the information that it made a good faith effort to gather additional information regarding this incident and there are no actual harm was caused to the patient, the examination time was extended, just due to the user needed to replace a backup endoscope to complete. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
(B)(6) 2024, during use, the remote control button's outer skin was be found broken and leaked, completed the examination with a back up scope, and reported it to equipment section for repair. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) d8: was this device ever serviced by a third party? D9: returned to manufacturer h4:device manufacture date evaluation summary event that occured is remote control buttons leak. Based on the investigation, a potential root cause of this failure is the outer skin of the remote control button was torn and leaked due to improper operation by the user. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, which can reduce the occurrence of accidents. The DHR review confirmed that the endoscope was manufactured under normal conditions at pentax medical miyagi on 24-mar-2020. Final inspection confirmed that there was an objective lens defect, but the objective lens was replaced and passed all required inspections and was released accordingly. The shipping approval date and actual shipping date were confirmed as 24-mar-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.